Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four days post implant that the right atrial (ra) lead had dislodged into the right ventricle. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.